Manufacturer narrative:
Additional information provided: d.11 the customer¿s report of an overinfusion and failure to alarm for air-in-line were not confirmed. The pcu event log shows pump module s/n (B)(6) was programmed to infuse insulin 250unit/250ml (drugid 131) at a rate of 1ml/hr with a vtbi of 1ml at 6:13 am on (B)(6) 2020 and ran for approximately 46 minutes when the device was channeled off. The volume recorded as being infused during this period was 0.724ml. There were no alarms prior to channeling the device off, however prior to starting the infusion, the device alarmed for flo stop open for 11 seconds. A review of the device error logs found no errors during the time period of the reported event. The starting/ending volume of the fluid container cannot be determined through device logs. Review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 28aug2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6)2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the reported overinfusion and failure to alarm for air-in-line was not identified. No device was returned for investigation. H3 other text : no devices received, log review only

Event description:
It was reported from the labor and delivery department (l & d) that there was an over infusion of insulin, as well as the device failed to alarm for visible air in the line. At 0615, regular insulin 250 units/sodium chloride 0.9% 250 ml (1 unit/ml) injection was programmed to infuse at a rate of 2.5ml/hr. It was noted that the medication infusion completed in 45 minutes. It was later reported that the nurse was unable to program insulin for a higher rate due to the high risk medication and safety parameters in place. There was no patient harm, nor adverse effects. No medical or surgical intervention was required as a result of the event.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no additional patient demographics were provided.

Event description:
It was reported from the labor and delivery department (l & d) that there was an over infusion of insulin, as well as the device failed to alarm for visible air in the line. At 0615, regular insulin 250 units/sodium chloride 0.9% 250 ml (1 unit/ml) injection was programmed to infuse at a rate of 2.5ml/hr. It was noted that the medication infusion completed in 45 minutes. It was later reported that the nurse was unable to program insulin for a higher rate due to the high risk medication and safety parameters in place. There was no patient harm, nor adverse effects. No medical or surgical intervention was required as a result of the event.

Event description:
It was reported from the labor and delivery department (l & d) that there was an over infusion of insulin and a failure to alarm for air-in-line. At 0615, regular insulin 250 units/sodium chloride 0.9% 250 ml (1 unit/ml) injection was programmed to infuse at a rate of 2.5ml/hr. It was noted that the medication infusion completed in 45 minutes. It was later reported that the nurse was unable to program insulin for a higher rate due to the high risk medication and safety parameters in place. There was no patient harm, nor adverse effects. No medical or surgical intervention was required as a result of the event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "a young adult diabetic, ob patient presented to l&d triage. She had been noncompliant with her insulin regimen and had not taken her insulin m 8 days. On admission: 1-hr gtt 220 mg/dl. Admitted to l&d with order for insulin drip. Regular (novolin) 250 units in sodium chloride 0.9 % 250 ml. Ordered dose @ 0444: 0-2.5 units/hr. Frequency: titrate @ 0-2.5 ml/hr. 0615 infusion started. 0700 physicians called to bedside. Patient mistakenly received 250 unit(s) IV regular insulin secondary to pump malfunction causing insulin to be rapidly administered. Slight shakiness but remained alert and oriented. Cbg 114. Insulin drip discontinued. Stat bmp and d50 ampule administered. D5lr at 125 cc/hr started on new pump. Baseline EKG and telemetry initiated. Initial glucose monitoring: 0744: 175; 0803: 159; 0820: 140; 0848: 137; 0901: 133; 0913: 127; 0923: 125; 0947: 111; 1006: 128; 1025: 87; 1043: 111; 1104: 111 infant delivered with no symptoms of hypoglycemia. Immediate actions 1. Pump sequestered per policy. 2. Data pull by clinical education with assistance from bd. Preliminary bd investigation the next day: 1. The log only shows that it only ran for approximately 46 minutes before it was channeled off. 2. There were no alarms prior to channeling the device off. 3. The log review does not show any programming issues. 4. Additional information has been requested by bd and is being provided. Bd complaint failure investigation report root cause analysis: the root cause of the reported over infusion was not identified. Investigation conclusion: the report of an over infusion was not confirmed ¿ the pcu event log shows pump module was programmed to infuse insulin 250unit/250ml (drug ID 131) at a rate of 1ml/hr with a vtbi of 1ml and ran for approximately 46 minutes when the device was channeled off. The volume recorded as being infused during this period was 0.724ml. There were no alarms prior to channeling the device off, however prior to starting the infusion, the device alarmed for flo stop open for 11 seconds. A review of the device error logs found no errors during the time period of the reported event. The device was not returned for investigation. After a detailed look here is what our team member has noted on the modules: update from clinical engineering: pump has a broken platen hinge assembly the functionality of the platen hinge assembly is to hold the tubing set in its place. While infusing, the fluid flows from top pressure sensor to bottom pressure sensor. The broken assembly would have compromised the pressure sensor thus affecting flow. Manufacturer response for bd alaris IV infusion pump, alaris pump (per site reporter) investigation conclusion: the report of an over infusion was not confirmed. The pcu event log shows pump module was programmed to infuse insulin 250unit/250ml (drug ID 131) at a rate of 1ml/hr with a vtbi of 1ml and ran for approximately 46 minutes when the device was channeled off. The volume recorded as being infused during this period was 0.724ml. There were no alarms prior to channeling the device off, however prior to starting the infusion, the device alarmed for flo stop open for 11 seconds. A review of the device error logs found no errors during the time period of the reported event. The device was not returned for investigation."

Manufacturer narrative:
Correction on initial report: b1, b2, b5, e1, e2, e3, e4. Additional information provided: a2, b6, b7, h1. Ethnicity - hispanic/latino.

Manufacturer narrative:
Correction: h6 (patient code).

Event description:
It was reported from the labor and delivery department (l & d) that there was an over infusion of insulin and a failure to alarm for air-in-line. At 0615, regular insulin 250 units/sodium chloride 0.9% 250 ml (1 unit/ml) injection was programmed to infuse at a rate of 2.5ml/hr. It was noted that the medication infusion completed in 45 minutes. It was later reported that the nurse was unable to program insulin for a higher rate due to the high risk medication and safety parameters in place. There was no patient harm, nor adverse effects. No medical or surgical intervention was required as a result of the event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "a young adult diabetic, ob patient presented to l&d triage. She had been noncompliant with her insulin regimen and had not taken her insulin m 8 days. On admission: 1-hr gtt 220 mg/dl. Admitted to l&d with order for insulin drip. Regular (novolin) 250 units in sodium chloride 0.9 % 250 ml. Ordered dose @ 0444: 0-2.5 units/hr. Frequency: titrate @ 0-2.5 ml/hr. 0615 infusion started. 0700 physicians called to bedside. Patient mistakenly received 250 unit(s) IV regular insulin secondary to pump malfunction causing insulin to be rapidly administered. Slight shakiness but remained alert and oriented. Cbg 114. Insulin drip discontinued. Stat bmp and d50 ampule administered. D5lr at 125 cc/hr started on new pump. Baseline EKG and telemetry initiated. Initial glucose monitoring: 0744: 175; 0803: 159; 0820: 140; 0848: 137; 0901: 133; 0913: 127; 0923: 125; 0947: 111; 1006: 128; 1025: 87; 1043: 111; 1104: 111 infant delivered with no symptoms of hypoglycemia. Immediate actions 1. Pump sequestered per policy. 2. Data pull by clinical education with assistance from bd. Preliminary bd investigation the next day: 1. The log only shows that it only ran for approximately 46 minutes before it was channeled off. 2. There were no alarms prior to channeling the device off. 3. The log review does not show any programming issues. 4. Additional information has been requested by bd and is being provided. Bd complaint failure investigation report root cause analysis: the root cause of the reported over infusion was not identified. Investigation conclusion: the report of an over infusion was not confirmed. The pcu event log shows pump module was programmed to infuse insulin 250unit/250ml (drug ID 131) at a rate of 1ml/hr with a vtbi of 1ml and ran for approximately 46 minutes when the device was channeled off. The volume recorded as being infused during this period was 0.724ml. There were no alarms prior to channeling the device off, however prior to starting the infusion, the device alarmed for flo stop open for 11 seconds. A review of the device error logs found no errors during the time period of the reported event. The device was not returned for investigation. After a detailed look here is what our team member has noted on the modules: update from clinical engineering: pump has a broken platen hinge assembly the functionality of the platen hinge assembly is to hold the tubing set in its place. While infusing, the fluid flows from top pressure sensor to bottom pressure sensor. The broken assembly would have compromised the pressure sensor thus affecting flow. Manufacturer response for bd alaris IV infusion pump, alaris pump (per site reporter) investigation conclusion: the report of an over infusion was not confirmed. The pcu event log shows pump module was programmed to infuse insulin 250unit/250ml (drug ID 131) at a rate of 1ml/hr with a vtbi of 1ml and ran for approximately 46 minutes when the device was channeled off. The volume recorded as being infused during this period was 0.724ml. There were no alarms prior to channeling the device off, however prior to starting the infusion, the device alarmed for flo stop open for 11 seconds. A review of the device error logs found no errors during the time period of the reported event. The device was not returned for investigation."